Event description:
A malfunction was reported with a code displayed as malf 12, and the customer declined to provide information about any potential blood glucose impact. Customer technical support (cts) provided assistance with resetting the pump, and after the reset, the malfunction code did not recur. Cts informed the customer to continue using the pump and to contact them again if the malfunction code appeared in the future, which the customer acknowledged and understood.